Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The facilities maintenance found the casters were out of adjustment. Maintenance adjusted the casters to repair the bed.